Manufacturer narrative:
Event date: the exact date of this event is unknown; however, the month and year have been confirmed as (B)(6) 2017. Concomitant devices: unknown patient interface -- unknown nim emg tube. Product evaluation: the device (mainframe, 8253001) was received in service and repair for evaluation. Analysis found no fault with the unit. The device was successfully tested to all manufacturing specifications.

Event description:
It was reported that during a thyroid procedure, the nim system ¿never went off¿; the patient¿s nerve was cut. Multiple attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.